Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported the patient¿s blood glucose level reached 22 mmol/l (396 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. It was noted that the cannula was not inserted correctly into the infusion site. Hyperglycemia treated with a new pod.